Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely a printed circuit board failure that led to the malfunction. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center image was noisy and the screen does not recognize image content. The issue occurred during preparation for use and the procedure was completed with another device. There were no reports of patient harm.